Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, an intuitive surgical inc. Clinical sales representative (csr) reported to an isi technical service engineer (tse) that the cautery activation has been interrupted. Tse guided the representative to check with new connecting cable for cautery however the issue persisted. This issue was there with both monopolar and bipolar instruments. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed in the original configuration with the same generator. The monopolar ports were not discontinued in use. The customer switched off the erbe and restarted at multiple times whenever the error comes. No patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) involved with this complaint to perform failure analysis (fa). Iesu was analyzed and the customer reported complaint could not be confirmed or replicated. The issue was not confirmed while reviewing the logs. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and the unit energized, cauterized and recognized instruments. The probable root cause could be attributed to a module internal timeout issue on the iesu.

Event description:
Refer to h11 for follow-up information.